Manufacturer narrative:
(B)(4). Date sent: 2/2/2018. Batch # n5606k. Device analysis: the analysis results showed that one ecr60b cartridge reload was returned with the pan partially dislodged with 15 drivers missing making the reload non-functional. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic vertical gastrectomy, the blue reload was disassembled so it was impossible to assemble the device. The event happened before using the product into the patient. The product was stored according to labeling instructions. The product was replaced. There were no patient consequences reported.